Event description:
It was reported that "blood leakage was observed from the catheter body after insertion. Customer checked the catheter and a damage/crack was observed. The section was outside of the introducer which was unlikely to get damaged during procedure." It was further indicated that the leakage was observed right after the catheter was inserted. The catheter was inserted in the ICU and the leakage was noted in the ICU. There were no patient complications reported.

Manufacturer narrative:
Customer report was confirmed. The catheter was found to have what appeared to be 2 adjacent cuts in the outer body tube, located 73 centimeters proximal of the catheter tip, and entering the inflation lumen and pa distal lumen. One cut has an apex facing to the proximal side of the catheter with 0.05' and 0.06' slits in length. The cut edge was jagged and blood was noted at the cut. The catheter surface/flap was smooth and matched both cut edges. The second cut had a loose arch 0.1' in length just proximal to the first cut. The cut edge was smooth and blood was noted on this cut. The inflation lumen was occluded with dried blood that entered from the cut. The contamination shield, syringe, guidewire, and introducer were not returned. These catheters are leak tested and the balloons are inflated during the manufacturing process. Cuts in the catheter, entering the inflation lumen, would cause the product to be rejected during the manufacturing process. In addition, the directions for use instruct the customer to flush the device and test the balloon prior to use. Cuts in the catheter, entering the inflation lumen, would prevent the balloon from inflating during prep. Catheter preparation flush the catheter lumens with a sterile saline or dextrose solution to insure patency and to remove air. Check balloon integrity by inflating it to the recommended volume. Check for major asymmetry and for leaks by submerging in sterile saline or water. Deflate balloon before insertion. Although the root cause for the cuts on the catheter cannot be confirmed, there is no evidence of a manufacturing related defect. The cuts appear to have been caused by an external object. The lot number was not provided and therefore, a device history record review could not be completed.